Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 29-mar-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the tower door was failed. A field service engineer found that the tower doors 1 and 2 were continuously failing during use. The latches on both doors were replaced to resolve the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary door 1 and 2 failed. The customer confirmed that the error message displayed was failed drawer and in remote smart services (rss), a hardware failure message was observed. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.